Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient noticed the implantable cardiac monitor was sticking out of the pocket and presented to the clinic, where the device was removed by the physician. The device will be replaced. No patient complications have been reported as a result of this event.